Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: event description: [hospital]. "The transparent seal (shield) located at the upper part of the inner passage of the cannula, which is used for inserting into the gelpoint cap has detached." Only some parts (sleeve) of product is available for return, not the entire product. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, a plastic internal component, dislodged from both of the sleeves. Based on the condition of the returned unit, it is likely that the reported event was caused by instrumentation being forcefully inserted through the seal subassembly in a non-axial manner. The instructions for use (IFU) states ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve¿. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: ladg. Event description: [hospital] "the transparent seal(shield) located at the upper part of the inner passage of the cannula, which is used for inserting into the gelpoint cap has detached." Only some parts(sleeve) of product is available for return, not the entire product. Complaint photo has been attached. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.